Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2020-48282. It was reported patient experienced ineffective therapy as the leads had migrated. Migration was confirmed via x-ray. Surgical intervention took place, where in both the leads were explained and replaced with a penta lead. Reportedly effective therapy was restored.